Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during ablation, fluid was leaking from the molded end piece of the sheath, the physician continued to hold the sheath to complete the cooling cycle. There was no patient or physician injury due to this event. The patient was reported to be fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during ablation, fluid was leaking from the molded end piece of the sheath, the physician continued to hold the sheath to complete the cooling cycle. There was no patient or physician injury due to this event. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
Analysis of the returned genesys procedure set sheath observed that the threaded hub piece that connects to the scope adapter was able to be removed from the main body of the sheath, confirming the complaint event. Observation of the sheath end connector and the molded sheath body showed full coverage of adhesive on the mating surfaces of both components. A review of the available information indicates that the product met design & manufacture specification but likely due to anatomical/procedural factors encountered during the procedure, the device performance was limited. Therefore, the most probable root cause classification for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.